Manufacturer narrative:
A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. Aspiration pressure was reported. Two wet active fluidics management system (fms) in trays were visually inspected. The drain bags were detached from the drain bag tape on the covers due to saturation. The drain bag tapes were adhered on the cassettes properly. A visual assessment of the returned samples showed no obvious nonconformities that would cause or contribute to the reported event. All returned samples were tested using a calibrated console. The cassettes were inserted onto the console and were recognized by the console. The samples primed and tuned with the handpiece and the 0.9-millimeter (mm) aspiration bypass system (abs) tip and infusion sleeve from lab stock, successfully and the service data could be retrieved. No system message code displayed on console screen. Cassette max vacuum and aspiration flow rate, and irrigation flow rate were measured and met specifications. No problem was found with the returned cassette fluidics. No problem was found with the cassette fluidics; therefore, the root cause of the reported event cannot be determined conclusively. All returned samples met specifications during laboratory testing. Through investigation of this complaint, it has been determined that no problem was found with this product. Therefore, no further actions will be pursued at this time. Based on our current tracking, there are no adverse trends for this reported complaint. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Event date was updated from 27-apr-2023 to 25-apr-2023. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that aspiration failure occurred during the cataract surgery. The surgery was completed after replacing the pak with another one. There was no patient harm.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).